Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The foot brake will not engage to lock/unlock. Need to adjust the bottom rubber foot pad.